Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-12. H6: investigation summary one sample was received by our quality team for evaluation. From the sample, a v-shaped cut was observed on the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The v-shape cut observed on the catheter is due to product manipulation as the sample returned was contaminated with blood. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 20 ga 2.00 in experienced catheter damage/deformation during use. The following information was provided by the initial reporter: breaking of the plastic portion of the cannula. Damage is on the cutting edge of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 20 ga 2.00 in experienced catheter damage/deformation during use. The following information was provided by the initial reporter: breaking of the plastic portion of the cannula. Damage is on the cutting edge of the needle.